Manufacturer narrative:
Concomitant product: product ID: 8703w, lot# l56468, implanted: (B)(6) 1998, product type: catheter. (B)(4).

Event description:
It was reported the patient¿s pump had been removed. The patient¿s pump started leaking in (B)(6) 2011. It was stated the health care provider (hcp) overdosed the patient when he filled it. All of a sudden it started leaking and ¿the plastic thing you stick the needle through was all chewed¿, so he replaced it with a different pump. The pump was infusing morphine (unknown) no outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted when more information becomes available.